Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis: 1 syringe of 1.0ml with 0.8ml remaining received in an opened tray without cap nor needle. The plunger rod is disconnected. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions: ¿failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported they were aspirating a syringe of juvéderm voluma® xc, and "plunger completely came out of syringe." Patient contact was made, but no injury to patient, staff, or injector.